Event description:
This pt had a history of "noncompliance issues" and was found preoperatively w/ a "subtherapeutic prothromin time" and thrombosis of one of the leaflets. The pt had pulmonary edema and severe heart failure and attempts at thrombolytic therapy failed. At explant, one of the leaflets was obstructed by pannus growth. The "ingrowth was relatively fresh" indicating the pt most likely had "chronic pannus ingrowth"; however, also fairly recent "acute thrombosis" was present. The valve was cleaned off and was "fully functional". It was felt most prudent to explant the valve and it was replaced with a carpentier edwards 29mm porcine valve in keeping with the pt's preoperative wishes of avoiding life-long anticoagulants. The pt was reported in stable condition.